Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose of 60 mg/dl followed by a high up to 401 mg/dl, with ilet alerts for both, after treating the low with caramel popcorn and then eating again about an hour later; fingerstick confirmed a high of 397 mg/dl, and glucose values subsequently trended down. Symptoms were not reported. Outcomes included correction of the low with oral carbohydrate and no need for outside assistance or medical intervention. Investigation included troubleshooting and user education on recommended hypoglycemia treatment using 15 grams of fast-acting carbohydrate and reassessment at 15-minute intervals. Investigation of this case revealed no device malfunction, with the event consistent with treatment choice and subsequent food intake contributing to rebound hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.